Event description:
It was reported that episodes of inappropriate shocks and over sensing were noted on the ventricular channel. An increased capture threshold was observed. An externalized conductor near the tricuspid valve was observed via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.